Event description:
A customer reported a medical event due to a delivery issue. The customer initially reported that the abbott diabetes care (adc) device did not turn on when the button was pressed or when the test strip was inserted. The customer was not able to monitor their blood glucose and was unable to self-treat due to unspecified symptoms, requiring third-party medical treatment. No further details were provided as the call was terminated. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The freestyle optium neo meter is 5 years and the manufacturing date of this product is 2016. The medical event associated with this complaint occurred on (B)(6) 2023 which indicates usage of the device beyond the useful lifespan. No additional investigations are required as the sensor was expired at the time of use, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.